Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called requesting assistance with setting the date/time and updating basals. The customer stated that she was experiencing high blood glucose and did not know how much insulin to take. While assisting the customer, she did feel sick and the paramedics were called. The paramedics went to ther home to assist her updating the date and time. The device was rewind and a manual prime test was performed. No further information was provided.